Manufacturer narrative:
Product evaluation: no injector was returned for evaluation for the report of a severed trailing haptic, with corneal edema; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a trailing haptic that was severed during an intraocular lens (iol) implant procedure. Per completed questionnaire "this was the second attempt after the first lens was cut out. A third attempt was successful with a new loader". Representative indicated that the event was "likely related to the injector cutting the training haptic". The representative indicated that "the prolonged surgery caused corneal edema that has not fully resolved yet. Unknown if will resolve on its own". The lens remains implanted.